Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not complete. A supplemental report will be submitted upon completion of evaluation. The user guide indicates pump should be disconnected on roller coaster.

Event description:
Received information stating customer received an unexpected reset. The pump battery went from 95% to 4%, then there was a low power alert. Reportedly, customer blood glucose level has been high. Customer indicated the pump has been wet and worn on roller coaster.